Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal bupivacaine 20 mg/ml at 1.25 mg/day, dilaudid 20 mg/ml at 1.25 mg/day via an implanted pump for spinal pain. It was reported it was asked but unknown when the event/difficulty occurred, and the event occurred during normal use. It was reported the patient experienced an infection at the pump pocket. The patient was diabetic and a smoker and therefore did not heal well. The skin broke down sometime after her pump replacement on (B)(6) 2019. Environmental/external/patient factors that may have led or contributed to the issue included the patient was a poor healer. The wound care was ineffective, so the doctor moved the pump and relocated due to infection and replaced the catheter segment. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event were unable to obtain. The patient¿s weight was unknown, asked and would not be made available (legal/confidential reason). The patient¿s medical history included diabetes and a smoker. No further complications were reported/anticipated or expected.